Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had increased impedance to high values, measured small p-waves, and exhibited far field r-wave (ffrw) oversensing. Reprogramming was performed for the ra lead and it remains in use. It was also reported that the right ventricular (rv) lead exhibited increased capture thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.